Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient experienced a surgical block following an MRI procedure on (B)(6) 2017. The patient experienced numbness from his sternum down and was unable to sit up on his own, and his symptoms later resolved the same day. The physician alleged that the patient's symptoms may have been due to a few microliters of medication that may have been released from the pump during the MRI procedure (this is not a device malfunction). The patient's symptoms were reported to be consistent with exposure to a high amount of bupivacaine and baclofen. The pump reservoir volume was checked, and no reservoir volume discrepancy was observed. The pump was emptied and a 0.0 mg/day flow rate was programmed as the patient was to undergo another MRI procedure the following day. The patient was prescribed oral medications. The next MRI procedure was completed with no complications. During an appointment on (B)(6) 2017, the patient reported symptoms of increased and sharp burning pain, night sweats, muscle aches, muscle weakness, arthralgias/joint pain, back pain, and fatigue. The patient's symptoms may be due to switching from pump therapy medications to oral medications. The pump was refilled with medication and the patient was restarted at the previous medication dosing. The patient was instructed to stop taking oral medications. Pump therapy is intended to treat lumbar post-laminectomy syndrome with hydromorphone (2.6 mg/day), baclofen (52 mcg/day), and bupiviciane (5.2 mg/day). The patient was reported to be doing well as of (B)(6) 2017.